Event description:
Upon further review, it was identified that this malfunction did not and would not result in harm or injury to a patient if it occurred again. Therefore, zimmer biomet does not consider this event to be reportable.

Manufacturer narrative:
Upon further review, it was identified that this malfunction did not and would not result in harm or injury to a patient if it occurred again. Therefore, zimmer biomet does not consider this event to be reportable. This report was previously submitted erroneously on september 5, 2023.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the partial provisional fractured during removal from the joint space as part of a partial knee procedure. No adverse events have been reported as a result of the malfunction.